Event description:
IT WAS REPORTED THAT AN UNSPECIFIED BAXTER INFUSION PUMP ALARMED UPSTREAM OCCLUSIONS ALARMS. THIS WAS OBSERVED DURING PATIENT INFUSION WHILE RUNNING VALPROATE USING A NON-BAXTER SECONDARY LINE (PROGRAMMED AT 615 ML/HR) ATTACHED TO A BAXTER PRIMARY LINE. THE PUMP KEPT PULLING FROM THE PRIMARY LINE. THE PRIMARY LINE WAS CLAMPED TO ALLOW FOR THE SECONDARY TO RUN; HOWEVER, THE PUMP ALARMED NUMEROUS UPSTREAM OCCLUSION ALARMS. THERE WAS NO REPORT OF PATIENT INJURY OR MEDICAL INTERVENTION ASSOCIATED WITH THIS EVENT. NO ADDITIONAL INFORMATION IS AVAILABLE.

Manufacturer narrative:
SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Manufacturer narrative:
Additional information was added to H6, and H11.H11: The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.